Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. "System error 105" was confirmed through a review of the event history log. Severed motor mount screws were found inside the device. The motor assembly and screws were replaced as they are known contributors to the reported symptom.

Event description:
It was reported that a spectrum pump displayed "system error 105." It was also reported there was no pt incident.